Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple intermittent occlusion alarms occurred during bolus delivery. Customer changed the pump supplies multiple times. Pump system check was performed and pump functioned as intended. There was no reported adverse impact to customer's blood glucose. Reportedly, customer reverted to using another pump for insulin therapy.